Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had no audio alarm due to a broken transducer wire. The insulin pump was received with a cracked case at a display window corner, cracked battery tube threads, a broken reservoir tube lip and minor scratches on the display window.

Event description:
It was reported that the voice signal doesn't work. Customer's blood glucose level was 5.4 mmol/l. No additional information provided.